Manufacturer narrative:
Since the device has not been returned for eval, no eval code could be selected. We continue to pursue the return of the device for evaluation.

Event description:
Enteral feeding pump set on highest flow rate for extended period. Patient aspired formula and passed as a result of over delivery.